Event description:
While doing a craniotomy, the resident was using a side cutting drill bit to turn the bone flap and the drill bit broke into two pieces. Drill bit pieces were taken off the field, kept with original packaging and sent to the vendor for product evaluation.